Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The philips healthcare field service engineer found during service intervention the four m8 fixation bolts of the tube mount (connection to the lower telescopic tube, carrying the x-ray tube, collimator and alpha motor drive) loosened. The tube mount did not fall down. Nobody was hurt.

Manufacturer narrative:
The digitaldiagnost is a stationary x-ray system for general radiographic purposes. All digitaldiagnost systems which containing a cs iii ceiling suspension will be shipped with a dismantled cs iii telescopic carriage (tube mount) and must be assembled at site by installation team. The field service engineer has corrected the reported problem. He secured the four bolts by application of loctite 243 and tightened it properly. Device is now within manufacturer's specification. The third party installation supplier, which installed the related site, has been removed from the approved supplier list and all sites, they installed systems, have been checked. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.